Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. No physical samples were not received for testing and evaluation; two photos was provided for evaluation of this incident. Photo one displayed 20ga catheter adapter and catheter tubing/needle with fm on the shaft. Photo two displayed the same as photo one. Visual/microscopic evaluation: base on the evaluation of the submitted photos; the photos displayed fm on the shaft of the catheter tubing/needle. The defect foreign matter was confirmed with evaluation of the submitted photo. Although evidence of foreign was displayed; the photo did not provide sufficient evidence establish a root cause (source). Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect.

Event description:
It was reported that foreign matter was found on the bd nexiva¿ closed IV catheter system needle shaft before use. The following information was provided by the initial reporter: "it was reported that a foreign body was discovered on the shaft of the catheter. From provided photos the foreign matter is located on the needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd nexiva¿ closed IV catheter system needle shaft before use. The following information was provided by the initial reporter: "it was reported that a foreign body was discovered on the shaft of the catheter. From provided photos the foreign matter is located on the needle".